Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, ¿following the placement of a PICC line, a piece of guidewire (3cm) was found in one of the patient's pulmonary arteries.¿ additional information received on 02/12/2024: ECG PICC taken on 3/1 in a hematology patient. Patient transferred to hegp to recover the 3 or 4cm piece of guide wire. According to the doctor, this is a piece of the metal stylet with magnetic tip present in the PICC for ECG tracking and not the guide used to catheterize the vein. It was stated the patient was fine.

Event description:
It was reported by the anesthesiologist, ¿following the placement of a PICC line, a piece of guidewire (3cm) was found in one of the patient's pulmonary arteries.¿ additional information received on 02/12/2024: ECG PICC taken on (B)(6) in a hematology patient. Patient transferred to hegp to recover the 3 or 4cm piece of guide wire. According to the doctor, this is a piece of the metal stylet with magnetic tip present in the PICC for ECG tracking and not the guide used to catheterize the vein. It was stated the patient was fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use related. One small portion of a stylet was returned for evaluation. An initial visual observation showed blood use residues throughout the returned stylet fragment. The stylet was observed to have several kinks along its length. Only a polyimide tubing section of the stylet was returned for evaluation. A microscopic observation revealed a magnet was missing from the stylet fragment. It was observed that each end of the stylet was broken. The stylet broke at one of the kinks along the middle of the fragment during a microscopic observation of the device. The polyimide tubing break site appeared to have an elliptical shape from kinking, and the coating was observed to have delaminated at each break site. Because of the observed kinking of the stylet, the complaint of a broken stylet is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.